Event description:
The customer reported receipt of intermittent diff r-flags for patient samples processed on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated, and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse indicated that the customer performed troubleshooting and stated that when they moved the three (3) element sensor wires, the scatter dropped. The fse confirmed a loose wire in the connector of the ls (light scatter) detector. The fse did not have a sensor in inventory to perform the repair. Therefore, a second fse replaced and aligned the ls detector on (B)(4) 2015. (B)(4).